Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition. The rv lead was capped and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impressions consistent with friction to the device can. The cause of the reported event was due to exposure of outer coil at the abrasion zone. All other damages were sustained during the procedure.